Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare, cloudiness, blurry vision. The iol was exchanged in a secondary procedure 9 months following the initial procedure. Additional information has been requested and received stated that patient reported intolerable halos and glare, even though patient had a good snellen visual acuity, still her vision was blurry and she needed glasses.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).